Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, it was reported that the pump touchscreen was unresponsive. There was no reported impact to the customers blood glucose level. The customer reverted to an alternate method insulin therapy.